Manufacturer narrative:
Only the pipeline implant was returned and found open. (B)(4).

Event description:
It was reported that during pipeline delivery, the distal section opened but the rest of the pipeline failed to open. The pipeline was removed from the patient. No patient injury reported.